Manufacturer narrative:
Updated b5.

Event description:
Additional inforamation was recieved stating that the patient¿s diagnostic and current condition are not relevant; the health status of the patient was critical before, after, and during the incident. The left decompressive craniectomy was not performed due to the arterial hemorrhage that occurred during the incident; the procedure was for intracranial hypertension, which is an indication for this surgery. The arterial hemorrhage resulted in inaccurate blood pressure readings from the sensor; the hemorrhage was controlled by clamping the tubing under sterile conditions, and there was approximately 100cc of blood loss. No one was harmed due to the incident, there were no adverse events, the patient hospitalization was not prolonged, no additional medical intervention was required, there was no cytotoxic used during the incident, the patient received the intended dose after the tubing was changed, there was a delay of approximately 5 minutes before the urgent surgery for reconnecting a new blood pressure monitoring system, the incident was noted after 12 hours the device was installed, after a couple of seconds the defect was noted, no visible signs of malfunction, damage, stress or wear with the device prior to the incident were noted.

Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. During visual inspection, the 25" pressure tubing was received separated from the male luer. The end of the tubing was observed to be tacky. The probable cause of the tubing being tacky had occurred due to the adhesive not being fully cured during assembly in manufacturing. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves. It was reported a blood pressure sensor, precisely disconnected at the connection between the stopcock and the tubing, which is normally a sealed push-fit. This disconnection caused arterial hemorrhage through the catheter. The incident occurred during use of the device. A left decompressive craniectomy was performed on (B)(6),2025.

Event description:
Despite maximal sedation and osmotherapy, the patient developed rapidly refractory intracranial hypertension. Imaging revealed bilateral frontal and right temporopolar subarachnoid hemorrhage, slit ventricles, and left transverse sinus thrombosis. Transcranial doppler scans revealed altered intracranial pressure (icp). In consultation with the intensive care team, a left decompressive craniectomy was decided upon. This rupture resulted in an immediate loss of invasive blood pressure monitoring, while the patient was in a critical condition with uncontrolled intracranial hypertension, in the midst of a decompression craniectomy. The uncontrolled arterial hemorrhage and loss of monitoring significantly increased clinical risks, including hemodynamic instability in an already precarious context. Actions taken at the healthcare facility to manage the patient: to limit the consequences, the most proximal stopcock was immediately closed to stop the bleeding. Subsequently, it was necessary to reconnect a new set at the wrist. This procedure involved urgent removal of the bandage, disconnection, and reconnection, which exposed the patient to an additional risk of infection given the emergency and the surgical context.